Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported event. If additional information is received, a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they turn the arctic sun device on system failed to start. Power down, the power back up to retry. Contact medivance service if this message reappears. Powered down several times, error keeps reoccurring. Per follow up information received via mail on 19mar2025, the device will be sent in for a bd-approved facility for evaluation. The issue was resolved error 61, fixed by replaced the processor circuit board. Processor circuit board replaced to fix the error 61. But the unit still had a chiller issue which need to be sent to the us for repair. Per follow up information received via mail on 17apr2025, issues related to the chiller are unable to be fixed within australia. They have sent the device to the service team in the us to repair.

Manufacturer narrative:
The complete initial reporter zip is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they turn the arctic sun device on system failed to start. Power down, the power back up to retry. Contact medivance service if this message reappears. Powered down several times, error keeps reoccurring. Per follow up information received via mail on 19mar2025, the device will be sent in for a bd-approved facility for evaluation. The issue was resolved error 61, fixed by replaced the processor circuit board. Processor circuit board replaced to fix the error 61. But the unit still had a chiller issue which need to be sent to the us for repair.